Manufacturer narrative:
The main component of the system and other application component is product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported patient had the lead came out of his back during evaluation. Patient said he rolled around and the lead came out. Patient said it came out because it was itching and he was messing with the bandage. Patient said he made the representative (rep) aware of the issue and he had the lead in his hand to show it to the rep and the rep was no longer with the company. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient pulled the lead out himself while sleeping and it had nothing to do with the patient's doctor. The patient reported the issue was resolved as they now have a permanent ins which was reported to be working fine. No symptoms were reported. There were no reported complications and no further complications were expected.